Event description:
Dexcom was made aware on 08/30/2024, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the arm. The patient experienced a skin reaction which occurred an unspecified number of days after the sensor had been inserted into the arm. The patient developed a rash and a scar under the sensor patch. Multiple attempts to contact the reporter were made; however, no photo or other details were obtained. Due diligence attempts to contact the reporter for more information were attempted but not successful. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).